Manufacturer narrative:
The UDI for the device is not available since the device lot number is unavailable. A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. Concomitant medical products: patient medications: hydrochlorothiazide, cozaar, toprol, lisinopril, nitroglycerin prn, vitamin e, vitamin d, aspirin, omega 3, niacin. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
It was reported that on (B)(6) 2015, the physician chose to re-intervene for an enlarging aneurysm sac (amount of growth is unknown) that was previously treated with a gore excluder endoprosthesis. The physician chose to line the existing gore excluder endoprostheses with a new gore excluder endoprostheses. The aneurysm was excluded and the patient tolerated the procedure.